Event description:
It was reported to philips that the heartstart mrx defibrillator showed intermittent shock equipment malfunctions during testing.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.